Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible.the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during thisreview that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(B)(4): device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a transient slow flow event occurred. There were two target lesions located in the right coronary artery (rca). The lesion in the proximal section of the rca was 14.0mm in length and 70% stenotic. The lesion in the distal section was 30mm in length and 95% stenotic. The physician used a 6fr ar1 guide catheter and a 6fr introducer sheath to access the lesions. He advanced a csi viperwire guide wire into the patient and loaded a csi orbital atherectomy device (oad) onto the guide wire. He performed one run at low speed and one run at high speed in the proximal rca. He then completed one run at low speed and two runs at high speed in the distal rca. Transient slow flow was noted which resolved after balloon angioplasty. The physician then completed the intervention by placing one stent in the proximal rca and one stent in the distal rca. Furthermore, he delivered a third stent to cover a small gap that was left between the two previously placed stents. The patient status remained stable throughout the procedure.